Manufacturer narrative:
No sample has been received by manufacturing for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but was confirmed to be unavailable. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that two forceps could not be opened prior to surgery. Additional information has been requested and was confirmed to be unavailable.

Manufacturer narrative:
Two forceps samples were received. Sample number one was in the inner and outer blister without cover foil. Sample number two was in the opened original packaging including cover foil. The samples showed surgery residuals which indicates they were used. The samples were visually inspected with the aid of a photomicroscope with various magnifications. Sample number one was very bent on the tip and shows surgery residuals. Sample number two shows also surgery residuals and was used. It is slightly bent on the root. The root cause for the reported event could not be determined conclusively because it was stated that this issue was before surgery. During examination, it was seen that there were surgery residuals and the samples were used. It can be concluded that the instruments were damaged during use. A manufacturing or design related root cause for the damage of the complained devices could not been identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).